Manufacturer narrative:
Concomitant medical devices: 5076-45, lead; implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with high rate non-sustained episodes, oversensing noise, and rising and high / undefined pacing impedance. A lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.